Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation. During our investigation, including the facts the customer provided, it was determined that this error occurred in non-rescue mode. The malfunction was observed and attributed to a faulty speaker assembly. It is important to note that this kind of malfunction does not impact the device's ability to be used clinically and does not require the submission of a medwatch report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.